Event description:
Follow up found that the patient went to the physician's office on (B)(6) 2013 and wanted the vns device turned back on. The physician has turned the device on to 0.25ma and the patient is feeling some pain, especially when he turns his head to the right. The patient wants the device to remain on because he is having more seizures and is unable to get a replacement due to insurance issues. The patient also reports that he feels a pulling sensation to his neck when he turns his head to the right. The patient reports no seizures in august, but seventeen in september. The physician is aware of the manufacturer's recommendations to keep the device off, but has elected to turn it back on to a low setting.

Event description:
It was reported that the patient presented for follow up on (B)(6) 2013 at the neurologist's office and high lead impedance was observed. The patient was reporting discomfort in the neck when he turns her head to the left, when lifting things, but not during stimulation on-times. There was no specific cause for the high lead impedance, but the discomfort started about two months prior. Additionally, the patient did start working with his father about two months ago, which does include heavy lifting. There have been no drop seizures for the patient recently. The patient's father thinks that the lifting could be the cause, but the physician is not sure since he is a new patient. The device will be left on at patient's request since there are currently no adverse issues and increase in seizures. The patient is likely going for revision surgery due to the high lead impedance and believed related pain in the neck. The patient was referred for x-rays which were provided to the manufacturer for review. Ap chest and neck and lateral chest and neck x-rays dated (B)(6) 2013 were reviewed by the manufacturer. Based on the x-ray images provided, the cause of the high impedance could not be determined; however, a micro fracture or lead discontinuity in the portion of the lead that could not be assessed cannot be ruled out. Additional information received on (B)(4) 2013 indicates the physician states there is nothing obvious to be causing the pain. There are no interventions planned to date. The patient has not reported any complaints. Although surgery may occur in the future, it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted devices. Review of manufacturer device history records performed. Review of manufacturer device history records confirmed all quality tests were passed for the lead prior to distribution. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but has not caused or contributed to a death or serious injury.

Event description:
It was reported that the patient was seen by the treating neurologist on (B)(6) 2013. The patient's device was disabled at the visit due to a couple of reasons. The patient was experiencing discomfort in the neck (lead site). Per the patient, he experiences a "weird feeling" when he turns to the left. The patient and caregiver were unsure about if the discomfort was associated with vns stimulation when asked. The patient's device was disabled partly as a result of this. Additionally, the patient has been experiencing an increase in seizures over the past few months that are both above and below pre-vns baseline levels. The physician was still not sure the relationship of the increased seizures to vns because at the same time as the high impedance, the patient also had multiple changes in brand name medications, was switched to generic medications and also switched physicians and had a lack of care at one point. The physician thinks there are too many factors and decided to disable the device to have a better idea of the situation. Over the last few months, the seizures have been more than the patient is used to experience prior to vns. It was planned to switch the patient back to brand name medication, but no other interventions were planned at this time. Vns magnet mode was left on for rescue purposes if necessary; however, the patient stated that it does make his neck discomfort more pronounced when he swipes it. Due to insurance reasons, the patient has not been scheduled for surgery thus far. The physician was to re-evaluate the patient the following month.

Event description:
Analysis of the generator was completed on (B)(4) 2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Analysis of the lead was completed on (B)(4) 2014. During the visual analysis of the returned 30mm portion quadfilar coil 1 appeared to be broken approximately 1mm from the proximal end of the anchor tether. Scanning electron microscopy was performed and identified the area as being mechanically damaged with pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer silicone tubing and one inner silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and one inner silicone tubing. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus, sodium, magnesium, potassium, aluminum, sulphur and calcium. Refer to attached eds sheet for additional information. With the exception of the observed discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Te that since the (+) white and (-) green electrodes were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death.

Event description:
Additional information was received stating that the vns patient was scheduled for surgery. The patient underwent generator and lead replacement surgery on (B)(6) 2014 due to high impedance. During surgery, the surgeon noted a suture above the electrode and dark areas on the nerve at the initial lead implant site. The patient¿s generator was replaced and the replacement generator was tested with the existing lead. Diagnostic results showed high impedance (impedance value >= 10,000 ohms). The patient¿s lead was replaced and diagnostic results showed lead impedance within normal limits for the replacement devices. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.

Event description:
Additional programming/diagnostic history from the manufacturer's database was reviewed which confirmed the high impedance observed on (B)(6) 2013. It does not appear that the device was programmed off on this date, but there was no history following (B)(6) 2013.